Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Before the procedure and while inflating the balloon, it was observed that the plastic part at the shaft was leaking. Nothing special has been observed (apart from what has been described in the event description), neither on the packaging nor that the product was bent. Unfortunately, no further information is available.

Manufacturer narrative:
Before the procedure and while inflating the balloon it was observed that the plastic part at the shaft was leaking. Nothing special has been observed (apart from what has been described in the event description), neither on the packaging nor that the product was bent. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. One non sterile catheter opta pro 8.0mm x 3.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received not inflated. The stent was received mounted in the balloon in original position. One hub crack was observed in the port inflation. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done and during inflation it was noted leakage in the balloon port due to a hub crack. Sem analysis was performed to identify the cause of hub cracked. The crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented no anomalies. Some of the fracture surfaces for the hub exhibit areas that are brittle in appearance. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of its investigation it was performed an assessment to the current controls in the opta pro and sds line. The approach was to identify in which process the hub is in contact with other elements that could create a condition that contribute to the hub crack failure. After a visit to the opta pro and sds process, there was not found any material, tool or equipment that could generate the damage in the hub. In addition, the 100 % of the manufactured opta pro and sds products pass through 100% inspections before leaving the facility. The failure body/shaft leakage reported by the customer was not confirmed; however the leakage observed in the hub was due to hub crack noted in the inflation port, the cause of the cracking could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.